Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing insulin leakage from the infusion set between the cannula and adhesive since (B)(6) 2010. On (B)(6) 2011 at 12:30 pm, the patient's blood glucose measured 165 mg/dl. The patient ate and bolused 3.5 units of insulin. At 3:30 pm the patient's blood glucose elevated to 420 mg/dl and the patient found the infusion set adhesive was wet. The patient changed the infusion set cannula and bolused through the infusion device. At 4:30 pm, the patient's blood glucose measured 364 mg/dl. At 6 pm the patient's blood glucose measured 147 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.